Event description:
It was reported that during a da vinci-assisted mitral valve replacement surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered recoverable 25921 errors, indicating a connection loss between the trumpf bed and the system. The tse reviewed the system logs and recommended that the user power cycle both the system and the patient side cart psc), but the errors persisted after reboot. The customer mentioned that the arms moved following the power cycle, and the tse then recommended power cycling the trumpf table itself; however, the recoverable errors continued. The customer continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) had the isi clinical sales representative (csr) pair the da vinci surgical system with another trumpf bed and they had no further issues. The fse also advised the site to contact a trumpf bed representative for further troubleshooting. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.